Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported failure to advance was not confirmed as it was based on procedural circumstances. The premature deployment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined that the reported failure to advance and premature deployment was related to circumstances of the procedure. The failure to advance was likely due to anatomical conditions, which was reported as heavily calcified. Additionally, it is likely that during the failed attempt to advance, the distal sheath retracted slightly causing the stent to flower. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous superficial femoral artery that is 80% stenosed. The 4.5x120mm self-expanding stent system failed to cross due to anatomy. The supera was removed. It was note that an 4x60mm, 5x40mm armada 35 and 18 ht command guide wire was used in the procedure without issue the procedure was completed via angioplasty. There was no adverse patient effects and no clinically significant delay reported. Per device analysis it was observed that the supera returned partially deployed. The account confirmed the supera partially deployed when attempting to cross the lesion. No additional information was provided.